Manufacturer narrative:
(B)(4). Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown biomet screw fractured.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. A malfunction is confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
It was reported that an iunihg screw was fractured.